Event description:
It was reported that the target area was located in the proximal popliteal artery and distal superficial femoral artery (sfa). A 5.0 x 120 cm supera veritas stent was deployed in the proximal popliteal artery. The 6.0 x 120 cm supera veritas stent was positioned proximal to the first implanted supera stent. As deployment was started, it was noted that the sheath had not been pulled back and the stent had started to deploy inside the access sheath. As the physician was attempting to get the stent out of the sheath, the whole device was pulled back into the sheath without retracting and locking the nose cone, during which, the nose cone separated. The separated part of the nose cone was still on the guide wire. An unspecified 4 french guide catheter was advanced over the guide wire and the stent was able to be pushed out of the access sheath. The 4 french guide catheter was then advanced over the separated part of the nose cone and it was withdrawn with the guide catheter on the guide wire. Once the access sheath had been pulled back, the stent became elongated and was pulled proximally in the vessel. An absolute pro stent was implanted in between the two supera veritas stents, as the second stent (6.0 x 120 cm) was implanted too proximal in the vessel. Normal post-dilatation was performed and the final outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. The reported deployment difficulty could not be confirmed as the stent implant was not returned. A review of the job traveler for this product could not be reviewed and a review of the historical data and similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).